Manufacturer narrative:
Other: hydraulic hose.

Event description:
It was reported by svc report that the hydraulic sub-assembly was leaking fluid. No pt involvement or adverse consequences are reported.